Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat suv stabilizer system. They turned the handle to fix the arm of om-9000s, but the handle became loose and could not be fixed. Completed ope using another lot om-9000s. There was no particular effect on patients such as delays in surgery.